Manufacturer narrative:
The customer reported blisters which were treated by topical antibiotics. Blisters on the nipple/ breast can be caused by frequent breastfeeding with friction [1] due to improper latch, improper sizing of the flange, or malalignment within the flange. The willow device was not returned to exploramed nc7 for evaluation. However, a manufacturing review was conducted on the device history record and no nonconformances were noted in the production of this device. Based on the information provided, it cannot be definitively concluded that the willow wearable breast pump caused or contributed to the incident of blister. Berens p, abm clinical protocol# 26: persistent pain with breastfeeding. Breastfeed med., 2016;11(2):46-53.

Event description:
The customer reported to willow customer care on (B)(6) 2020 that she was experiencing blood blisters. Customer spoke to her ob/gyn and was prescribed a topical antibiotic (gentamicin sulfate ointment usp .1%) to prevent infection and help the skin heal faster.